Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient called regarding a line block alarm. The individual attempted to resolve the issue using the current cassette but received a "line blocked" alarm again. They then changed the infusion set, which successfully resolved the issue while continuing to use the same cassette. The person with diabetes (pwd) is requesting a replacement infusion set. The cassette did not need to be changed. Upon removal of the infusion set, the pwd observed that the cannula was bent. The infusion set was not saved for return. The pwd stated that she was able to identify the issue and take corrective action in time, preventing any impact on her blood glucose levels. A replacement infusion set was processed with priority overnight shipping, as the pwd has only three cleo 90 infusion sets remaining and is experiencing adhesion issues. The issue was resolved. There was no patient injury. The event occurred during use.